Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, at approximately two minutes into the ablation phase, the patient reported experiencing heat and discomfort. The physician decided to immediately abort the procedure as fluid was observed leaking from the cervix. The raytek gauze was also noted to be wet. Upon removal of the sheath, one continuous burn was observed from the external vagina to the anus. The area affecting the external vagina was determined to be second degree in severity, while the other area affected was determined to be first degree in severity. Cold water was applied to the burn, followed by silvadene cream. There were no further complications reported with this event. The patient is reported to be experiencing discomfort. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, at approximately two minutes into the ablation phase, the patient reported experiencing heat and discomfort. The physician decided to immediately abort the procedure as fluid was observed leaking from the cervix. The raytek gauze was also noted to be wet. Upon removal of the sheath, one continuous burn was observed from the external vagina to the anus. The area affecting the external vagina was determined to be second degree in severity, while the other area affected was determined to be first degree in severity. Cold water was applied to the burn, followed by silvadene cream. There were no further complications reported with this event. The patient is reported to be experiencing discomfort. An additional attempt has been made to obtain patient follow up details with no response from the clinician. Additional information received on april 30, 2014. According to the new information, the patient was female with a history of menorrhagia resulting in severe anemia and large myomatous uterus with multiple subserosal fibroids. On the day of the complaint, two ablation procedures were attempted prior to the hta procedure. An endometrial ablation using a competitor's device and balloon ablation were attempted, but both were unsuccessful due to the patient's anatomy. It was reported that the patient's cavity was distorted due to intramural fibroids. Approximately one minute into the hta procedure ablation, the patient felt significant heat in her vagina. The machine was immediately turned off but heat was still perceived by the patient. The device was then removed and cold water was poured into the vagina to relieve the discomfort. Patient was inspected and superficial peeling of the posterior vaginal wall was noted. The anal and perianal areas were also checked and no blistering was found. The patient was brought to recovery room in stable condition. Additionally, the patient had been provided with 2gm of the antibiotic ancef, indication unknown.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.